Event description:
It was reported that the patient did not experience any expected benefits from their implantable neurostimulator (ins) system. It was noted that there was a "malfunction" and that the ins was explanted and replaced. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# j0309546v, implanted: 2003 (B)(6), explanted: 2012 (B)(6), extension: model 3095-10, lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6), programmer 3031a, serial# (B)(4). (B)(4).